Manufacturer narrative:
Compromised force sensor system alarmed during the prime test at 4 pounds due to protruded/loose drive support disk. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 10 mmol/l. The customer stated that insulin squirted out during manual prime. The customer stated that the pump piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen. No beeps were heard. The customer will be sent a replacement pump. The customer will return the pump for analysis.